Event description:
It was reported that customer¿s mother stated pump did not correctly detect insulin amount after cartridge changes and required multiple restart attempts before displaying expected insulin level. There was no reported impact to the customer¿s blood glucose level. Customer¿s mother declined troubleshooting with technical support, and no further actions or outcomes were documented.